Manufacturer narrative:
The investigation was completed by our experts. The log file showed that the component widescreen control unit was down and no communication to the multi display manager services was possible. The investigation could not identify a reason for lost communication. According to the experts, it is assumed that a temporary error caused the system to switch to bypass mode, which was resolved by restarting the system. The failure has not occurred again. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The primary UDI number in section d4 was corrected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed if additional information becomes available. H6: 4755: unknown.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling unit. During an emergency patient procedure, the system went into the bypass mode. The procedure was completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient. Siemens requested additional information regarding this event.